Manufacturer narrative:
The patient was referred to a different physician to schedule an explant procedure. This report will be updated once additional information concerning the explant becomes available.

Event description:
Boston scientific received information that this device was reportedlly emitting beeping tones. Upon interrogation,the device indicated it had reached elective replacement indicator (eri). Is was alledged the device had depleted prematurely, as eri was reached 58 months after implant. No adverse patient effects were reported.